Manufacturer narrative:
The device returned with the stent on the balloon. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 24th and 25th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug-eluting stent to treat a lesion. The lesion was not tortuous and not calcified. The lesion was not pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent or cell of a stent. No resistance was noted advancing the device to the lesion. It is indicated that the stent dislodged in the patient. The dislodged stent was not removed from the patient. No patient injury was reported. The patient is reported to be fine.